Event description:
A customer contacted baxter technical service center regarding a check heater line alarm during fill 1 of 5 of therapy using the homechoice system. The technical service representative (tsr) assisted the home patient to pull down on lines coming from the homechoice and push spike into the heater bag and turn. The home patient stated that the cassette door seemed to be leaking. The tsr had the home patient press go (fill volume = 11ml). The homechoice alarmed again with check heater line. The tsr had the home patient end therapy and start over with new supplies. The tsr asked the home patient to check the cassette to see if it was damaged. The home patient said there seemed to be a crack on the side of the cassette. The tsr explained that since the home patient barely started his first fill, he may have a low drain volume alarm and to call back if that happens in bypass to fill. The homechoice is okay. No patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on feb 28 2007. No further action has been taken relative to this matter. Renal product surveillance, quality engineering and plant manufacturing will continue to monitor this product line.